Event description:
The reporter stated that the surgeon attempted to insert an 20.5 diopter cq2015 three piece collamer lens. Prior to insertion into the eye the lens trailing haptic tore off. No patient injury. The cause of the lens trailing haptic tearing was due to the mouth of the injector being sharp and does not protrude out of the cartridge tip far enough. Surgery was completed with a three piece lens.